Manufacturer narrative:
Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that the cns (central monitoring system) experienced a "power failure" and is extremely slow to boot.

Manufacturer narrative:
Manufacturer narrative: the customer reported that the cns (central monitoring system) experienced a "power failure" and is extremely slow to boot. The unit was evaluated and the reported problem could not be duplicated. The customer was sent an exchange unit. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 if additional information becomes available.